Event description:
It was reported by service report that the toprail was broken at the spindle mounting flange, preventing it from being latched in the upright position and also exposing sharp edges. No patient involvement or adverse consequences are reported.